Manufacturer narrative:
The method, result, and conclusion codes were transmitted with the initial report. The lead under complaint was not returned for analysis and could not be investigated itself. Therefore this report only refers to the results of the ICD analysis. Upon receipt, the ICD was interrogated, revealing the eos battery status. The device was implanted for 67 months and 68 charging cycles were recorded in the icds memory. The amount of charge taken from the battery was verified, indicating the eos battery status to be anticipated. The memory content of the device was inspected. During the analysis of the available iegms noise was observed in the right ventricular channel, leading to multiple shock deliveries, confirming the clinical observation. Therefore a sensing test was performed and the device sensed the applied heart signals free of noise, proving the sensing function of the ICD to be normal and as expected. There was no indication of a device malfunction. The manufacturing process for the ICD and the lead was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. Particularly the final acceptance test of the ICD proved the device functions to be as specified. In conclusion, the memory content as well as the functionality of the ICD was investigated. In the available iegms the occurrence of noise was observed in the right ventricular channel, which led to multiple shock deliveries, confirming the clinical observation. However, an analysis of the ICD sensing functions proved the device to be fully functional. The battery condition was as expected. There was no indication of a material or manufacturing problem.

Event description:
It was reported that a revision took place approx. 67 months after the implantation. The ICD was explanted due to eri status and the rv lead was capped and replaced due to oversensing with shocks.